Event description:
It was reported during device change out for normal eri, the physician was unable to loosen the rv lead from the header. Physician used bone cutters to remove stuck lead, the lead functioned normally and remains implanted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.as received, it was noted that the header was dismantled from the device in order to remove the lead. Analysis could not be performed on the header as it was returned damaged.